Manufacturer narrative:
The device was successfully installed in 04/16/2010 and worked as expected until 07/25/2010. After this date multiple events on the same day would indicate that the device was switching itself on automatically. This would deplete the pad-pak and fill the memory. Experience would indicate that when a device is switching itself on automatically this type of problem is caused by a fault in the membrane. Storage of the device in an environment where it could be exposed to adverse conditions can contribute to this fault. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.